Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced cartridges popping out of the port due to the luer connector not being locked, consistent with a fitting problem involving the reservoir, which led to hyperglycemia up to 400 mg/dl for about nine hours; the user administered subcutaneous insulin by pen and then reconnected to the ilet with assistance, with a subsequent blood glucose of 137 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the reservoir connection consistent with a fitting issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.